Manufacturer narrative:
The component codes fiber and cap refer to the result code thermal problem. Analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. This issue could produce defuse reflections of emitted light which might appear as light being emitted upward as reported. Burnt on detritus and devitrification of the cap output window was also observed. The fiber condition would likely result in activation of the system's fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
The customer reported no vaporization effect at 7,638 joules of use during a prostate procedure. The customer also reported that the beam fired up towards the blue alignment indicator rather than down. The case was completed turp. There was no report of injury.